Manufacturer narrative:
The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6) 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 23, 2022.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the patient experienced a head trauma impacting the site of the receiver stimulator. Since then, he has had no sound from his device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant and re-implant a device.